Manufacturer narrative:
It was reported that a hi-lubricer ceramic insert std. 3-5/28 was fractured. A revision surgery was performed to remove the insert and femoral head. The complaint device, used in treatment, was returned for investigation, the reported issue could be confirmed. The complaint history review did not find any other complaints of devices of the same batch. No deviations were found in the production documentation review, performed by the supplier ceramtec. The device labeling was reviewed. According to the current IFU (lit. No. 12.23 ed. 05/16), implant failures such as fractures have been reported and it is listed among the possible adverse events resulting from hip arthroplasty. The severity and failure mode are covered through our risk management. The product evaluation was performed by the supplier ceramtec. The density of the insert was analysed and found to comply with the specifications. There are no indications of any pre-existing material defect. Due to secondary damage and missing fragments, the primary fracture surface and region of the fracture origin cannot be identified and no conclusion can be drawn regarding a possible cause for the fracture of the insert. The provided medical documentation such as the revision operative report were reviewed. The root cause of the reported pain associated with the ¿cracking noises¿ cannot be concluded, the patient may have some pain associated with the heterotopic ossification but how this is related to the broken insert cannot be concluded. The root cause of the reported fracture cannot be confirmed based on the medical information provided. Based on the conducted investigation, the root cause of the reported issue could not be determined conclusively. There is not any indication that the complaint part did not meet the specification at the time of the manufacturing. No further actions are deemed necessary. Smith+nephew will continue to monitor for similar issues. The complaint parts will be retained.

Event description:
It was reported that a patient, who had undergone a left-sided thr in the past, heard a cracking noise while shopping at the supermarket. The event was atraumatic. Subsequently, the patient experienced increasing pain-related immobility. A week later, the patient was radiologically diagnosed with decentralized prosthesis head as a sign of an insert fracture. A revision surgery was performed to remove the insert and femoral head. The patient outcome is unknown.